Event description:
Information received by medtronic indicated that the customer reported the pump screen was blank. Troubleshooting was performed. The customer reported a blank display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will not be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: 07/06/2023 21:00:00.000 insert battery alarm was recorded and found in the formatted history file on: 07/06/2023 09:07:44.000, 07/06/2023 09:17:00.000, 07/06/2023 09:17:26.000, 07/06/2023 09:23:44.000, 07/06/2023 09:23:51.000, 07/06/2023 09:28:20.000, 07/06/2023 09:32:15.000, 07/06/2023 09:32:28.000, 07/06/2023 09:32:33.000, 07/06/2023 20:45:29.000, 07/06/2023 20:56:30.000, 07/06/2023 23:31:46.000, 07/06/2023 23:38:05.000, 07/06/2023 23:38:46.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/06/2023 09:17:25.000, 07/06/2023 09:23:43.000, 07/06/2023 23:38:13.000, 07/06/2023 23:48:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 07/06/2023 23:49:04.000. Power loss alarm was recorded and found in the formatted history file on: 07/06/2023 23:49:17.000, 07/06/2023 23:49:28.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 06-jul-2023 in the formatted history file. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. Customer alleged for blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.